Event description:
It was reported that a patient using the ilet bionic pancreas with a dexcom g7 experienced low glucose readings, with the pump displaying 60 mg/dl and a confirmatory fingerstick showing 71 mg/dl; the patient ingested oral glucose (juice) and noted recent initiation of trulicity, seeking guidance on potential interactions. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included an unexpected medical intervention in the form of medication required to treat the event and characterization of the event as a serious injury or illness due to hypoglycemia meeting reportability criteria. Investigation included troubleshooting and education on low glucose management. Investigation of this case revealed no device malfunction reported or confirmed and no clinical adverse signs documented. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial